Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt says that last night they saw a message saying that their ins battery needs to be replaced but cant remember the exact verbiage. Pt is pretty sure it said the ins is depleted and needs to be replaced. Pt says they made an appointment scheduled for friday at 11:45. Pt says the green and blue lights are flashing on the communicator and they wont stop. Pt did long press during the call and lights wouldn't turn off. They tried it a second time and the lights wont stop blinking. They plugged ac power into communicator, but the lights remain blinking. They unplugged ac power and did a long press on communicator and lights remain flashing. Pt says they are usually at 2.8v during the day and at night at 1.2v. Pt is concerned that they cant control their therapy. They reset handset but this didn't resolve issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issues. Information was received from a patient regarding an external device. Serial numbers not obtained due to outcome of call. The reason for call was patient stated they were trying to connect to their implant and were getting communicator not found. Patient stated they charged the handset and the communicator. Agent walked patient through toggling bluetooth off/on and closing out of all applications. Patient opened the mystim, patient powered on the mystim app and patient noted they saw an orange/yellow light on the communicator. Agent reviewed with patient to charge the communicator then try to connect to the mystim app. Patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported the handset indicates the ins is low after 3.5 years since implant. Steps taken are they are having the ins replaced on (B)(6) 2025. The patient noted the device will be returned after the surgical replacement and indicated the issue should be resolved after replacement surgery. Registration shows the device was replaced on the reported date.